Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited internal screen damage consistent with liquid ingress, with the touchscreen exterior showing no cracks, and a replacement was provided. Symptoms included no reported adverse health effects. Outcomes included continued therapy with a functioning ilet and instructions to sync data, shut down the device, and return the damaged unit using a provided label. Investigation included remote review of user-provided photographs and logistical tracking of the device return. Investigation of this device revealed screen failure attributed to liquid damage affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related exposure to liquid resulting in damage to the device¿s screen component.